Event description:
Inflammation [inflammation]. Infection [infection]. Gelatinous substance at the site of surgery [procedural site reaction]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a company representative regarding a patient, initials, gender and age unk, with a relevant medical history of a colorectal procedure for an unk indication. On an unk date, the patient underwent a colorectal procedure after which seprafilm was placed. On an unk date after the procedure, the patient presented with symptoms leading to exploratory surgery. The exploratory surgery led to the discovery of infection, inflammation and a gelatinous substance at the site of the prior surgery. No further information was provided. As of the date of receipt of this report, the patient outcome was unk. See manufacturer's control #: (B)(4) for other adverse event(s) from this reporter. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.